Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: 8/13/2025 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification was performed and found that the lens was torn with one piece stuck in the cartridge and the other coated in viscoelastic residue and stuck to a piece of paper. The plunger rod was advanced to the lens stuck in the cartridge. Viscoelastic residue was observed to be distributed throughout the cartridge. No issues were identified with the cartridge, cartridge tip, lens module, device assembly, and plunger rod. The lens piece attached to the paper was cleaned and inspected; a scratch was observed. The lens portion in the cartridge could not be removed for further evaluation. No further evaluation was performed. Conclusion: the complaint issue "haptic damaged" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information not provided. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(4). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a haptic of the device was found to be broken or missing. There was no patient involvement, and no contact with the patient's eye occurred. No further information was provided.